Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae on the left (os) eye 1 day post treatment. A flap rinse and refloat was performed. The uncorrected visual acuity (ucva) on (B)(6) 2019 after re-lifting flap was 20/15. It was stated that the patient had no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
In initial report, the manufacturer year provided was inadvertently reported as 9/30/2018, however the correct date is 1/18/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.